Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a procedure on an unknown date, the instrument will only turn twice before it starts cross threading. Reportedly, it appears that the thread pitch on this item is not correct. Surgeon was unable to use our set to remove nail due to this. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Manufacturing documents were reviewed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn.

Manufacturer narrative:
The results of the additional evaluation show that it is clearly visible the first two pitches of the thread are damaged (355.220). This lead us believe that the thread has not been sufficiently screwed into article 355.280 and subsequently got damaged during hammering. We are not able to reliably determine the cause of the damage but it appears, that inadequate handling has lead to this complaint. Further investigation regarding manufacturing- and material documents show no deviation to the specification. No product fault could be detected. Placeholder.